Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that this right atrial (ra) lead was broken. However, the patient opted not to fix it right now. The patient advocate had mentioned that it was observed after the patient had an x-ray. Attempts to obtain additional information were unsuccessful. The ra lead remains in service. No adverse patient effects were reported.